Manufacturer narrative:
Evaluation: an injector lot number search was performed and no similar complaints were found. A cartridge lot number search was performed and four similar complaints were found. Conclusion: based on the complaint history and the lot number searches, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation

Event description:
The reporter stated the surgeon inserted an eyeonics lens but the haptic would not release from the foam tip plunger. The incision was enlarged to remove the lens and another lens was implanted. The patient's current prognosis is good. The reporter stated it was the surgeon's opinion that the cause of the iol damage was due to the foam tip plunger/overrode iol.